Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Eno complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions at 3.0 cm to 3.6 cm, 3.5 cm to 3.8 cm and 4.4 cm to 5.0 cm from distal tip. The abrasion is consistent with that of exposure to friction with another implantable device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.